Event description:
It was reported that due to the pt feeling like she was going to dislocate and potential poly wear, the cup, liner and head were removed and replaced.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.